Manufacturer narrative:
Only the lens was returned inside the opened blister tray in the opened carton. The device body and plunger were not returned. The lens was adhered to the interior of the tray in dried viscoelastic. Viscoelastic was observed on the anterior and posterior surface of the lens. The optic was cut into two large portions. The optic edge has an area that was broken. The broken optic portion was not returned. A scrape mark was observed on the posterior surface of the optic through the central optic zone. Product history records were reviewed and documentation indicated the product met release criteria. A qualified viscoelastic was indicated. The root cause cannot be determined for the reported complaint. The reported scratch was observed. Only the lens was returned. The plunger position in relation to the position of the lens during advancement cannot be determined. The IFU (instructions for use) instructs: after the lens has been advanced to the nozzle line, the lens should be visually inspected to determine the position of the haptics. The plunger should be in contact with the trailing optic edge. After confirming the lens is properly positioned and the haptics are folded properly, proceed with lens implantation. Proceeding with implantation of a misfolded haptic or a lens that appears to be ¿out of position¿ can result in a negative outcome. There was one other complaint in this lot. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implant procedure, lens scratched and was replaced. Additional information was requested.